Event description:
Customer complained that when the bed was put into trend, the foot hilow would also come up.

Manufacturer narrative:
The technician determined that the foot hilow up valve needed to be repaired. This resolution resolved the issue and the bed operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.